Event description:
Complainant alleged that the clinicians were attempting to monitor the heart rhythm of a cardiac arrest pt (age and gender unk). During the forty minute transport of the pt to the hospital, the device display screen blanked out. The medics then monitored the pt's heart rhythm through the device recorder. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.